Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with blood glucose reaching 315 mg/dl for approximately 2 to 3 hours after a call disconnect and subsequent reconnection; the user changed infusion supplies and noted the prior infusion set did not appear bent or kinked, and was advised that the system would deliver incremental corrections and may respond conservatively during the learning period. Symptoms included elevated blood glucose without acute adverse effects. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia. It was concluded that the event was consistent with hyperglycemia of unclear cause with device function not confirmed to be defective. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.